Event description:
Subsequent to the initially filed medwatch report, additional information was received. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3. During preparation of the clip delivery system (cds), resistance was noted turning the arm positioner. The cds was inserted into the left atrium (la) and during alignment, the clip opened however resistance was still noted with the arm positioner therefore the cds was removed. One clip was implanted however mr was unable to be reduced and remained at 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The reported physical resistance was confirmed due to the observed broken collet. A review of the lot history record identified no exceptions issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. A definitive cause for the observed corroded actuator coupler and corroded collect could not be determined in this complaint. The observed difficult to open or close clip was likely and outcome of the broken collet and bent actuator coupler; however, a definitive cause for the bent actuator coupler could not be determined in this complaint. Lastly, the observed scratched threaded stud was likely an outcome of the bent actuator coupler. A potential product quality issue was identified with the observed broken collet. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.h6: patient code 2645 removed, code 2199 added.

Manufacturer narrative:
The device was returned. The reported physical resistance was confirmed. A review of the lot history record identified no exceptions issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. A definitive cause for the observed corroded actuator coupler and corroded collect found during returned device analysis could not be determined in this complaint. The observed clip jumping was likely an outcome of the observed broken collet and bent actuator coupler; however, a definitive cause for the bent actuator coupler could not be determined in this complaint. The observed scratched threaded stud was likely an outcome of the bent actuator coupler. Based on the information reviewed and the return device analysis, the reported physical resistance issue was confirmed due to observed broken collet; therefore, this appears to be a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
This is being filed to report the clip jumping noted on the returned device. It was reported that during preparation of the clip delivery system (cds), resistance was noted turning the arm positioner therefore the cds was not used. There was no clinically significant delay in the procedure and no patient involvement. Return device analysis noted clip jumping. No additional information was provided.